Event description:
On 15-sep-2025, it was reported that a beta bionics ilet user experienced an unresponsive touchscreen during the fill-tubing step after a factory reset. The user performed a force restart, re-paired the ilet through the mobile app, and successfully resumed insulin therapy. No hospitalization was required and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.